Manufacturer narrative:
The returned device was evaluated and the formed needle was observed to be dull. The inadequate formed needle can be confirmed as the cause of the reported skin condition irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient had irritation at the pod¿s insertion site (arm), while wearing the device between 24 and 36 hours. The patient reports the pod infusion site was irritated red and lumpy. In addition the patient reports having a rash at the pod infusion site. The patient had gone to a scheduled appointment with an allergist. The patient had a patch test completed. The patient was diagnosed with contact dermatitis. The patient was prescribed crisaborole ointment (2 %) to be taken 2 times daily for 30 days.